Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The visual inspection of the ventilator was able to verify a defective air filter and a missing water trap on cassette. After replacing the faulty parts the ventilator was tested successfully and returned back to service. Photographic inspection of the water trap (air filter) shows that the plastic valve inside the water trap (air filter) was cracked and broken in small pieces. Simulated use test of a similar broken water trap (air filter) showed that leakage occurs. A leakage in the water trap (air filter) on the inspiratory side of the ventilator will lead to insufficient supply of gas to the ventilator, and this will cause the ventilator to generate several visible and audible alarms regarding leakage in the system and low gas supply pressure. Our conclusion is that the reported problem was caused by a cracked valve inside the water trap (air filter). The root cause of the cracked valve has not been determined. (B)(4).

Event description:
It was reported that the a service call was requested, due to service of a ventilator with a broken water trap. There was no patient involvement. (B)(4).